Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 230 mg/dl. The customer stated that they had low battery and the screen was blank. The customer was advised that the pump will need to be replaced. The customer was advised to revert to a backup plan per health care professional instructions until the replacement battery cap arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and low battery alert noted.